Manufacturer narrative:
Investigation summary: one 2420-0004 product was received for investigation without packaging, however the customer indicated that the complaint sample was from lot 21055589. Residual fluid was present in the sample. The sample was subjected to pressure testing, which confirmed the customer's experience; leakage was observed from a hole in the silicone tubing of the pumping segment. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the observed damage is consistent with the component being subjected to an external force; however a review of the manufacturing and packaging process did not identify any potential sources which could cause or contribute to damage of this nature. A review of the production records for lot 21055589 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0004 product.

Event description:
It was reported that bd alaris infusion set was damaged. The following information was provided by the initial reporter: "split silicone segment in giving set during infusion".